Manufacturer narrative:
Two opened trocar cannula/hub assemblies were received loose in a small parts tray (smpt). The returned samples were visually inspected and sample 1 was found to be conforming. Sample 2 was found to be nonconforming with an open valve (overlapped). Samples 1 and 2 were then functionally tested for leak testing and were found to be conforming. The photos attached to the parent complaint file were reviewed by the manufacturing site. Photo 1 is of the pak list and the smpt tray including the trocars. Photo 2 is of the custom pak and confirmed the reported product and lot numbers were confirmed. Photo 3 shows two trocar cannula/hub assemblies loose in a smpt tray, the reported issue of leaking could not be confirmed. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. The returned samples were found to be functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, the trocars leaked. The trocars were replaced and the procedure was completed. There was no harm to the patient. The surgeon indicated he does not wish to provide any further details. This is one of four reports from this surgeon.